Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with complaint of "plug caught fire and melted the cord." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit and identified the line cord demonstrated evidence of thermal damage as the result of an external source, such as a faulty outlet connection or impingement.